Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 7.9 and 2.7 mmol/l. Tests were done within 5 minutes with a difference of 4.6 mmol/l. Patient did not experience any adverse events events. No further information has been reported.